Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex obtuse marginal branch. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon third inflation. The device was removed without any problem by using the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.